Event description:
I and d head exchange.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
Corrected - the lot number provided in the initial report was that of the new implant, not the revised one. The lot number for the explanted device is unknown. A review of the device history records and complaint history could not be performed because the device associated with this event was not returned nor was a valid lot code provided. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
I&d. Head exchange.